Event description:
It was reported that it was not possible to adjust stimulation using patient programmer. Its display was showing "call your doctor" icon with an oor (out of regulation) condition. The trial was done two days prior to the report. The oor message was seen on the patient programmer one day prior to the report. During the trial the reporter had switched out two different enss (external neurostimulators) and continued to see the oor message. The patient had two trial octad leads implanted. Contacts 0/1, 2/3, and 4/5 were showing <(><<)>50 ohms. The patient was programmed with lead 1: 3+4-5+ lead 2: 5+6-7+ the other contacts were between 500-600 ohms and lead 2 impedances were within normal limits. Twelve days later it was reported that the leads had moved during the trial due to inadequate fixation of trial leads. Ens and programmer were fine. The patient did fine with reprogramming and was moving forward with permanent implant.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# unknown, product type programmer, patient; product ID neu _ens_stimulator, serial# unknown, product type external neurostimulator; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ens_stimulator, serial# unknown, product type external neurostimulator; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type lead. (B)(4).